Event description:
The patient is reportedly experiencing sound quality issues and decreased performance. Programming adjustments were made and external equipment was exchanged, however, the issue was not resolved. Testing showed the device is functioning. Revision surgery will be scheduled.